Event description:
Information was received regarding a level 1 hotline accessory. It was reported that the IV line with filter for hht patient was leaking at the filter site. There was no patient injury.